Manufacturer narrative:
B5: it was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not provided. A manual injection was given to address their bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Remove health effect code 2199 b5: it was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not provided. A manual injection was given to address their bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Remove health effect code 2199.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not provided. A manual injection was given to address their bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not provided. Customer required assistance due to their bg level and was given a manual injection. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.